Event description:
It was reported that during procedure the console device displayed errors 253 and 273, the bleeding was stopped using an alternate device and the procedure was canceled. There was no reported permanent impairment or injury to the patient this event is being reported for a cancelled procedure with the patient under sedation or sedation status unknown.

Manufacturer narrative:
The console and/or parts were not returned for analysis. However, a field service engineer (fse) performed an onsite field service to evaluate and carried out console repairs. During initial console evaluation, the console pyro board was found misaligned likely contributing to the reported difficulties. Although the customer did not report issues with the console high reflector (hr) and output coupler (oc) mirrors, the fse found them to be defective. The fse adjusted and aligned the pyro board and replaced the hr and oc components. After alignment of the console pyro board component by fse, no further error codes occurred. Alignment of the pyro board is part of the fse routine preventive maintenance. Although the customer did not report issues with the console high reflector (hr) and output coupler (oc) mirrors, the fse found them to be defective during evaluation. This finding is unrelated to the initial reported issue by the customer; however, the manufacturer is further investigating to determine root cause and if additional actions are required.

Event description:
It was reported, that during procedure, the console device displayed errors 253 (lasing and safety-pyro low limit fail) and 273 (safety ok h/w line fail). The bleeding was stopped using an alternate device and the procedure was canceled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.